Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had over-temp issues. No patient involved.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. Corrected field: d4 (unique identifier (UDI)). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse unable to duplicate ran until for 3 hours and no over temp code or alarm in logs or history. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h11. Corrected fields - e1 (initial reporter).

Event description:
N/a.